Event description:
It was reported that during a percutaneous coronary intervention (pci), stent damage occurred. The 90% stenosed lesion was located in the mildly calcified proximal left circumflex (lcx). The lesion was pre-dilated with a non-bsc 2.0mm balloon catheter. The promus element 2.50x16mm stent delivery system was inserted into the patient and was unable to cross the ostium of proximal lcx. The physician dilated the lesion again using an unspecified 2.5mm balloon catheter, but the catheter was unable to cross the lesion. The stent delivery system was removed from the patient and the physician found the distal portion of the stent strut damaged. No complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci), stent damage occurred. The 90% stenosed lesion was located in the mildly calcified proximal left circumflex (lcx). The lesion was pre-dilated with a non-bsc 2.0mm balloon catheter. The promus element 2.50x16mm stent delivery system was inserted into the patient and was unable to cross the ostium of proximal lcx. The physician dilated the lesion again using an unspecified 2.5mm balloon catheter, but the catheter was unable to cross the lesion. The stent delivery system was removed from the patient and the physician found the distal portion of the stent strut damaged. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product.(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic inspection of the returned device identified distal stent damage. The distal stent struts on row one of the stent were both raised and twisted over the distal marker band. The tip of the device was damaged. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).